Event description:
The pt with metastatic breast cancer to the liver was treated with 132 gy dose of ts to the whole liver in 6/02 in an uneventful infusion and was discharged the same day. Sixteen days later, the pt was admitted to the hospital for abdominal pain, nausea and vomiting. Bowel obstruction was ruled out. Endoscopy revealed severe ulcerative gastroduodenitis; biopsy was negative. The pt was treated with IV nutrition as a result of severe cramps, nausea, and anorexia. Pt developed anemia and received 1 unit of blood. Pt also had oral thrush, treated with nystatin and diflucan. Nausea and pain were controlled with medications. Pt was discharged to home on 07/02.